Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR reports: 1627487-2011-02337, 1627487-2011-02338 and 1627487-2011-02339. The pt received an scs system, including one extension, three percutaneous leads (of the same lot), three lead anchors (of the same lot) and an ipg, on (B)(6) 2011. It was reported the pt presented to the ER with complaints of generalized pain. Upon arrival, the scs therapies had been disabled and the pt had already exceeded the recommended dose of her pain medication. The pt was admitted to the ICU and was intubated. Two days later, the entire scs system was explanted and not replaced as a precautionary measure. There was no allegation from a health care professional that the injuries the pt sustained were device related. Attempts to obtain additional info regarding the pt's condition were unsuccessful. No further info was reported.